Event description:
It was reported that the device had suspected premature battery depletion after the patient received multiple inappropriate shocks due to a fractured lead. The device was explanted and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.